Event description:
It was reported that stimulation was turning off. The reporter stated that about 1-2 months prior to report the implantable neurostimulator (ins) turned off in the middle of the night on three separate occasions. The patient confirmed that the ins turned off by interrogating the device when she woke up and it displayed the off icon. The patient turned the stimulator on without issues. The patient had been successfully using stimulation since implant in (B)(6) 2014 and has not had any other issues.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).